Event description:
Exam gloves were found to have pinpoint holes and tears when healthcare professional applied to hands. Also reports of the gloves splitting from cuff to fingertips when placed on hands. This issue involves five different lot numbers. Lot #4b16l504, pn# 8856nmbd esteem stretchy nitrile powder-free exam gloves.